Event description:
It was reported that the device exhibited inappropriate measured data of 2.59 v, 5 ua, 31.1 kohms. The clinician reported that in may 2006, the measured battery data was 2.62 v, 8 ua, 11 kohms, with an estimated 3.25 years remaining longevity. The device should have given an estimated remaining longevity of 3 months. The device was at eri and was replaced. The patient was feeling fine after device replacement.